Event description:
Healthcare professional reported injecting a patient in the prejowl sulcus and chin with 2 ml of juvéderm® volux¿. The patient was pre-treated with chlorhexidine. Two months later, the patient experienced ¿delayed onset inflammatory nodules¿ at the jawline and chin. The patient was initially treated with prednisone and keflex with no resolution. The patient was then given doxycycline and ciprofloxacin. The event is ongoing. Additionally, it was reported that the keflex and prednisone was provided the same day that the event of ¿excessive swelling¿ occurred. Nine days later, the patient was treated with 1500 u of hyalase. Two days later, more keflex was given. Two weeks later, the patient was given another 1500 u of hyalase. Eight days later, the patient commenced doxycycline for 2 weeks. After the 2 weeks, no improvement was noted, dual antibiotics therapy was started, doxycycline was continued, and ciprofloxacin was started. Two weeks later, further doxycycline was given, and the nodules were settling. The event resulted in ¿possible scarring.¿

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Investigation code: b15, b18, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.